Event description:
It was reported that the subject programmer was found damaged.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer was found damaged.